Event description:
While discharging the defibrillator into device test load well during training, operator rec'd a shock to the thumb. The operator was reported to have not been adversely affected by the reported discrepancy.